Manufacturer narrative:
Concomitant medical product: dtmb1q1 crtd, implant date: (B)(6) 2017; 459888 lead, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture, high thresholds, high impedance and a confirmed fracture were noted on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.